Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). A sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for four samples collected from the patient tested with elecsys troponin t hs stat on a cobas 8000 e 602 module. The reporter alleged that the low troponin t results were not consistent with the patient's medical condition and with troponin I measurements carried out with other manufacturer's tests. Please refer to the attachment for all patient data. Some measurements performed with the samples from (B)(6) 2025 and (B)(6) 2026 were performed after the samples were treated with heterophilic antibody blocking tubes (hbt). A troponin I measurement was performed with the sample from 2(B)(6) 2026 after the sample was treated with a polyethylene glycol (peg) solution.